Event description:
Received via voluntary medwatch. A patient was involved in an overinfusion of an unknown medication. An 8-day supply of medication went in over 7 days. No patient injury was reported.